Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the pebax was detached exposing the tip of the metal corewire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The ptfe jacket did not present any anomaly. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage." Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. The physician used a balloon, basket or forceps to retrieve the detached tip. The procedure was completed with a different device. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. The physician used a balloon, basket or forceps to retrieve the detached tip. The procedure was completed with a different device. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.